Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative confirming that there is no device available for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an 81 year old male with an indication for use of acute myocardial infarction and cardiogenic shock, with a pre support clinical state consistent with scai shock stage c, underwent impella support via percutaneous right femoral arterial access on (B)(6) 2026 at 09:18. During support, the patient developed a hematoma with bloody oozing at the right femoral artery access site. Manual compression was applied, and the dressing was reapplied, resulting in management of the bleeding. Laboratory values demonstrated an activated clotting time (act) greater than 400 seconds, and partial thromboplastin time (ptt) remained greater than 180 seconds several hours post operatively; the patient was not on systemic heparin. The treating physician acknowledged that the bleeding was related to over anticoagulation. Based on the available information, the reported hematoma and bleeding event were attributed to excessive anticoagulation and not to the impella device; therefore, the device was determined to have no involvement in the reported event. At the time of complaint evaluation, the patient remained on support and was reported as stable.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI number has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The the cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was received and further details regarding the event as the following: the peel-away sheath was removed and there was a hematoma to the right groin after repositioning sheath was placed. The physician stated he stuck the vein twice and patient was anticoagulated during venous sheath insertion which contributed to the hematoma. Additionally, information confirms that the impella pump placed for support was successfully weaned and explanted, with the patient surviving. D6b explant date has been updated accordingly (with d6a implant date repopulated).